Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's audiologist reported that she is only getting low-level sounds with the device. There is a concern that the floating mass transducer may be dislodged. A follow-up with the physician will be recommended.

Event description:
The user's audiologist reported that she is only getting low-level sounds with the device. There is a concern that the floating mass transducer may be dislodged. A follow-up with the physician will be recommended. Despite several requests for updated information none has been received.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033).additional information: according to the received information from the field, the recipient was only getting low-level sounds with the device. However, despite requested no further information has been received. Therefore a root cause for the reported cannot be determined.